Event description:
Insulin syringe needle looks as though there are grooves etched into the needle causing "drag" when injecting. Painful to use. Also, rubber stopper inside syringe appears to have moisture locked inside. Dose or amount: 100 syringe, frequency: once daily, route: subcutaneous. Reason for use: diabetes mellitus.